Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated while still within the shipping box despite the use of two separate programmers and different telemetry wands. The device was moved to another room and the device could still not be interrogated.